Manufacturer narrative:
Follow-up #1 date of submission 12/06/2016-product analysis: the device was returned and evaluated by product analysis on 11/08/2016 with the following findings: the pump failed to power on. Two battery compartment cracks were observed. Moisture damage was observed within the battery compartment. Leak testing revealed a battery compartment leak. No damage was observed to the returned battery cap. The battery cap was able to secure properly to the pump. No damage or defect was observed to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.